Event description:
It was reported that an increased capture threshold and a loss of capture were observed via a home monitoring system. Loss of capture could not be reproduced in clinic, and the observed capture threshold was within the normal range. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.